Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The patient¿s next two samples were lower. The original sample was repeated and the result was also lower. The following data was provided: processed on (B)(6) 2023 result = 0.13 ng/ml. 2 new samples collected later in the day and both results negative all 3 samples repeated on two architects and all 6 results were negative(near zero). Troponin reference range = 0.04 ng/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The patient¿s next two samples were lower. The original sample was repeated and the result was also lower. The following data was provided: processed on (B)(6) 2023 result = 0.13 ng/ml 2 new samples collected later in the day and both results negative all 3 samples repeated on two architects and all 6 results were negative(near zero). Troponin reference range = <0.04 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect (B)(6), serial # (B)(6), and performed extensive troubleshooting, replacing multiple parts. However, the wz manifold with valves, fep tips (rohs)_part number 7-96263-06 was deemed the likely cause for the issue. The issue was considered resolved with the replacement of the wz manifold with valves, fep tips (rohs). The service history of the (B)(6) verifies no subsequent false elevated troponin patient results have been reported. A review of tracking and trending of the wz manifold with valves, fep tips (rohs)_part number 7-96263-06 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 i2000sr, serial # (B)(6), or wz manifold with valves, fep tips (rohs)_part number 7-96263-06 was identified.